Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2019 at approx. 3:28 pm, the neonate (bed 4740y) had a spo2 desaturation to 60% but the monitor did not alarm. No adverse event involving patient or user was reported.